Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) evaluated and stated that two casters on the front of the cart were broken. Fse replaced casters in good condition. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following parts associated with this complaint: pn: 0401-00-0062 sn: n/a caster, dual-function color ral 9002 pn: 0401-00-0062 sn: n/a caster, dual-function color ral 9002. These parts were received with a reported unit failure message of casters broken. Performed visual inspection of these parts received and found both casters were broken. The fat dept. Verify the failure message of casters broken. Retaining both parts in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations e1 - reporter name - (B)(6).

Event description:
It was reported that during inspections the cs100 intra-aortic balloon pump (iabp) had caster damage. There was no patient involved.